Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer triple-clicked and then failed. A field service engineer successfully recovered the storage space after replacing the latch assembly on the full-height drawer. The latch assembly magnet had fallen onto the sensor, causing it to read as closed while simultaneously preventing it from recognizing that it was open. The customer was able to successfully recover the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the full-height drawer triple-clicked and then failed. The customer reported that a malfunction caused a delay in dispensing medication to the patient since the user retrieved medication from another station. However, there were no adverse events or injuries reported based on this event.